Event description:
(B)(4). I was implanted with a medical device, the implant is called essure, on (B)(6) 2008. This medical devise is now manufactured by bayer, formally by conceptus inc. My lot number is l2843 11/11/05. This devise has a three year shelf life, however, I do not have that expiration date. The onset of my complaints started on (B)(6) 2009. This is a list of my side effects and symptoms that I have experienced due to essure: abdominal pain, severe abdominal bloating, pain on intercourse, periods got heavier, burning on my body, itchy skin, dry patches on skin. I have been seen by dr. (B)(6), dr. (B)(6), dr. (B)(6), dr. (B)(6), dr. (B)(6). I have been diagnosed with the following conditions; low iron, severe itchy skin (referred to dermatology), thyroid. I have had the following surgery due to essure: da vinci surgery, the removal of fallopian tubes with essure coils. The device was removed on (B)(6) 2014. The device was not returned to manufacturer.